Event description:
It was reported the surgeon did a revision on (B)(6) 2014 on a patient that had a nonunion of a femur fracture. The fracture was previously operated on and plated with a 12 hole, 4.5mm variable angle-locking compression plate (va-lcp) curved femur plate around (B)(6) of 2013. The surgeon removed the 12 hole right va-lcp curved femur plate and 13 screws, (eleven 5.0mm variable angle screws and two 4.5 cortex screws). The plate had broken just proximal to the condyles around the first and second hole in the shaft. No screws appeared to be broken or loosened from the plate. They fixed the nonunion with a 14 hole right va-lcp curved femur plate. No pain was reported. There were no issues in removal of the original plate and the revision was completed successfully without patient harm or surgical delay. This report is for eleven unknown 5.0mm variable angle screws and two unknown 4.5 cortex screws. This is report 2 of 2 for com-(B)(4).

Manufacturer narrative:
(B)(4). This report is for eleven unknown 5.0mm variable angle screws and two unknown 4.5 cortex screws/unknown lots. Unknown date around (B)(6) 2013. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.